Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6) university. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline, and the network adapter indicated that the cable was unplugged, but the cable was verified as connected, and network activity was confirmed on the port. A field service engineer uninstalled and reinstalled the network adapter and verified communication with the server. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station had disconnected mode and went offline on remote support service. Customer reported that the machine could not communicate with the server, manually rebooted the machine and reseated the network cable, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.